Event description:
Reportedly, during pt use, the silence/reset led kept blinking. The pt was manually ventilated and transferred to another unit. There was no pt harm reported.

Manufacturer narrative:
(B)(4).